Event description:
It was reported that alarm 9 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to reload the original cartridge onto the pump, and they successfully resumed insulin use.